Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was stuck and could not move. The user completed the procedure using a backup monopolar curved scissors with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the distal end. The broken piece measuring approximately 0.084" x 0.133" was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer confirming the failure analysis findings.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment fall into the patient. The monopolar curved scissors (mcs) instrument was damaged outside of a surgical procedure. The patient has not returned to the hospital due to post-surgical complications.

Event description:
Refer to h10/h11 for follow-up information.